Manufacturer narrative:
Although the device was requested to be returned for evaluation, it has not been received.

Event description:
The event involved a plum 360¿ that was reported to have recalculated the volume to be infused (vtbi) of adrenaline on its own (programmed as vtbi eg. 50ml on the primary line). It was additionally reported that adrenaline infused at the wrong rate as a result of the reported issue. The clinician exchanged out the plum 360 with another pump. The pump's recalculation of the vtbi for the adrenaline infusion caused a momentary elevation in heart rate and blood pressure for the patient. There was no other clinical impact on the patient. The status of the patient before, during, and after the issue was that the patient was critically ill and ventilated. There was no medical intervention required. There was no pertinent patient vitals, labs, or other tests surrounding the event. The patient's hospitalization was not prolonged. The patient has since been discharged from the hospital. The rate volume to be infused (vtbi), and duration ordered for the infusion was between 34-55mls/hr. Continuous infusion was titrated as needed. The volume of the bag that was hung was 200mls. It is unknown how much fluid volume actually infused. The customer indicated that there was no issue with the primary plum set. There was patient involvement, a delay in therapy but no adverse event.

Manufacturer narrative:
The device was found with a damaged fluid shield. The review of the logs found the following: the logs indicate that the pump was running plum 360 v15.11.54.018 and was using the default drug library. The logs show that a ¿new patient¿ therapy was started on (B)(6) 2022 with epinephrine. A dose rate therapy method was selected with the initial dose rate set to 2.0 mcg/kg/min. The dose rate was titrated multiple times to dose rates of 1.0 mcg/kg/min, 0.5 mcg/kg/min, 0.7 mcg/kg/min, and 8.0 mcg/kg/min. Each dose rate titration caused a proportional change in the volume delivery rate. The infusion rate increased because the user changed a dose rate based therapy from 0.7 mcg/kg/min to 8.0 mcg/kg/min. This resulted in a change of the volume infusion rate from 33.9 ml/hr to 387 ml/hr. The pump performed as designed. The customer complaint was not verified. The pump then passed functional testing (pumping with no alarms). The customer complaint was not confirmed as there was no problem found in both log review and testing.